Event description:
A peritoneal dialysis (pd) register nurse contacted (B)(6) customer service to report that the purell hand sanitizer gel causes allergic reactions that causes her skin to itch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).